Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection noted cuts in the insulation which were induced during the explant procedure. The lead passed a continuity test which confirmed the lead was electrically continuous. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing and detailed analysis did not reveal any abnormalities.

Manufacturer narrative:
The location of the explanted rv lead is not known at this time. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was explanted from the patient due to an unknown product performance issue. No additional adverse patient effects were reported.